Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2009 and unknown mesh was implanted to control bladder leaks.one week after discharge from the hospital, the patient was experiencing urination discharge during any movements. The patient went to see a different doctor and on (B)(6) 2010, unknown mesh was removed by a urologist and a bladder sling was implanted.

Manufacturer narrative:
Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. For initial surgeon: the patient demographic info: age, gender, weight, bmi at the time of procedure date of the 2010 surgical procedure? Product code and lot of device implanted during 2010 surgical procedure? The initial approach for the surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? What were current symptoms following the 2010 surgical procedure? Onset date? What type of incontinence, urge or stress incontinence? Has incontinence changed from pre-surgery condition? Is incontinence worse, better, or returned to the same? Describe medical/surgical intervention for incontinence and patient symptoms, including dates if reoperation, please provide date of reoperation. What were the findings on reoperation? Are any pictures available for evaluation? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? For revision surgeon: the patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Product code and lot of device implanted during index surgical procedure? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? What were current symptoms following the index surgical procedure? Onset date? What type of incontinence, urge or stress incontinence? Has incontinence changed from pre-surgery condition? Is incontinence worse, better, or returned to the same? Describe medical/surgical intervention for incontinence and patient symptoms, including dates if reoperation, please provide date of reoperation. What were the findings on reoperation? Are any pictures available for evaluation? Are operating notes available for procedure in 2009? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?